Manufacturer narrative:
The actual device is available for evaluation and has been received. The model number and lot number of the device was provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "sterilization failure".

Manufacturer narrative:
The actual device was returned for evaluation. After evaluation, there was "trim scrap" attached to the product, which interfered with the seal preventing a complete seal on the package. The production line lacks sensors to alert operators when a slit cut occurs. In cases where the operators fail to detect and remove the trim scrap, it can wrap around the chain and attach itself to the next product in the mold, resulting in the observed defect. Inspection is manual and subject to operator oversight, and the reliance on manual inspection increases the likelihood of undetected defects. The root cause is manufacturing error. If any additional relevant information is identified, it will be submitted in a supplemental report.